Event description:
A report rec'd from the USA stated the device is experiencing an "air leak." The device was not being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).